Event description:
On (B)(6) 2013 it was reported that high impedance was observed on (B)(6) 2010. It was previously reported that the patient underwent a full revision surgery on (B)(6) 2011 due to a mistake by the surgeon; he had cut the lead. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. The physician later reported that he did not know if the device had been disabled. No x-rays had been taken and no patient manipulation or trauma was reported.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.